Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the circumflex (cx). An ez filter wire was placed. The physician implanted two unknown size promus element plus stents (first proximal, then distal). The stent was "fine" upon deployment. The physician retrieved the filter wire with the retrieval sheath. Then fluoroscopy was performed and the physician noticed the proximal end of one of the stents was actually compressed (shortened). The physician was unable to confirm this was caused by the retrieval of the filter wire. Inflations were made with an unknown balloon and another promus element plus stent was implanted to overlap the shortened stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).